Event description:
It was reported that during a procedure, the faradrive steerable sheath clear exhibited aspirated air. When inserting the catheter into the sheath, an anomaly occurred in which the catheter kept pulling out, even though air was being pulled out. The sheath was replaced, and the issue was resolved. There was no patient complications reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, the faradrive steerable sheath clear exhibited aspirated air. When inserting the catheter into the sheath, an anomaly occurred in which the catheter kept pulling out, even though air was being pulled out. The sheath was replaced, and the issue was resolved. There was no patient complications reported. The device is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no abnormalities or defects were found on the exterior of the returned sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection of the hemostatic valves identified the internal valve to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event.